Manufacturer narrative:
The device was returned to olympus as an asset return, and the evaluation found a gap in the tip of the adhesive, or dirt had entered through the gap. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The evis lucera ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found a gap in the tip of the adhesive, or dirt had entered through the gap. There was no patient involvement in this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 11 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Caution do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not twist or bend the bending section with your hands. Equipment damage may result." Olympus will continue to monitor field performance for this device.